Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare during monitoring of a pt in the monitor display appeared off with a burnt smell coming from the monitor although the device was powered on and in monitor mode. The pt was transferred to the hospital with no reported pt impact.